Manufacturer narrative:
The reported event was confirmed as manufacturing related. The sample was evaluated and water leakage was observed due to a pinhole on the distal tip of the shaft of the catheter. The pinhole was examined under a microscope as bubble during the dipping process. The device history record was reviewed and found a possible issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that the catheter balloon was difficult to inflate due to a water leak at the balloon during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate due to a water leak at the balloon during the pretest.